Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. It was reported currently that the pt has disease progression with aortic neck dilatation, and 60 degree aortic neck angulation. The pt's aortic neck changes from 26 mm to 40 mm in diameter. It was reported 60 months post stent graft implant the CT demonstrated the stent graft has migrated distally 40 mm. There is no endoleak. The pt will be monitored and treated in several weeks. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Eval results: migration, endoleak. Disease progression with aortic neck dilatation, and 60 degree aortic neck angulation. Eval codes, conclusion: disease progression with aortic neck dilatation, and 60 degree aortic neck angulation. (Secondary intervention will be performed).